Event description:
It was reported that during an intertan nail procedure, inside the patient, the subtrochanteric screw was being inserted with the subtroc lag screw drive, but then the screw got released because the subtroc got fractured in its threaded part. The procedure was finish using another screwdriver. There was a delay between 0-30 min.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided and without the device, the root cause of the reported subtrochanteric fracture cannot be determined. The retained fractured threads are non-implantable. However, since the fractured threads are retained inside the implantable screw, micro/migration of the retained fractured part is unlikely. Per report, an s& n device was used to complete the procedure and there was no delay or harm to the patient, therefore, no further clinical/medical investigation is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural variance, user error or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an intertan nail procedure, inside the patient, the subtrochanteric screw was being inserted with the subtroc lag screw drive, but then the screw got released because the subtroc got fractured in its threaded part. The fractured part was not recovered and remained inside the screw. The procedure was finish using another screwdriver from s&n. There was a delay between 0-30 min.